Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242485. All inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient went to hospital due to diabetes with multiple complications. On may 20th, 2023, the packaging of syringe was found damaged during the injection treatment and could not be used.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient went to hospital due to diabetes with multiple complications. On (B)(6) 2023, the packaging of syringe was found damaged during the injection treatment and could not be used.

Manufacturer narrative:
Initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.